Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius apd luer lock connectors shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a fluid leak from a apd luer lock connector during an unknown phase of treatment. It was reported the sample was unavailable. There was no reported adverse event, injury, nor medical intervention as a result of the reported event. Upon follow up with the peritoneal dialysis registered nurse (pdrn) she reported that the patient informed them the connector connection was loose, but did not mention a fluid leak. The pdrn confirmed there was no adverse event, injury, nor medical intervention related to the event. The pdrn was unable to provide any specific details regarding the event. It is unknown which pd solution product was used with the connector. Attempts were made to acquire additional information, however, a response was not received.